Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was fully inserted into the patient¿s operative eye and removed due to midperipheral scratches observed on the temporal side of the lens after implantation. The original lens was cut into two pieces and removed during the same procedure. Another johnson & johnson lens (same model and diopter, serial number (B)(6) was implanted as a replacement. The patient fully recovered. There was no delay in the procedure or need for unplanned incision enlargement, sutures, or vitrectomy. There was no medication prescribed outside of standard of care. No other information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.